Manufacturer narrative:
Concomitant medical products: 4047 lead, implanted: (B)(6) 2009; 694565 lead, implanted: (B)(6) 2001.

Event description:
It was reported that the superior vena cava (svc) portion of the right ventricular (rv) lead had varying impedances. It was also noted that a lead integrity alert (lia) triggered for low impedance on the atrial lead. The svc coil and alerts we programmed off. Both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.